Event description:
It was reported that the patient has had some allergic reactions along with tongue swelling and skin reactions after an unspecified spinal surgery. Product is contraindicated and should not be used by individuals with allergies to bacitracin. No further information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.